Event description:
Initial info was that a resident sustained a fractured femur. Following an interview with a rep of the facility, it was said the resident had bruises and swelled up areas on both legs, by his knee areas. He was in his bed when this was first noticed. The facility did not know how this could have happened, and tried to rule out the possibilities. One of the speculations was that a certified nursing assistant, on an earlier shift, perhaps had the resident in a floor lift.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjohuntleigh (B)(4). (B)(4). An arjohuntleigh rep performed an on-site visit. The facility rep informed him that the only thing they were sure of was the injuries sustained by the resident. No one at the facility has any idea or clue of how this could have happened. They were trying to rule out the possibilities, which included the hypothesis that an arjohuntleigh device may have been involved. However, they were unsure of the model, and it could also be a device from another MFR. This event is reported since there was an allegation that an arjohuntleigh device may have caused or contributed to the incident, even though this could not be confirmed with certainty. Should any new info be received, this file could be re-opened to evaluated as per internal investigation process.